Event description:
It was reported via the implant patient registry that a 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was eleven (11) years and eight (8) months. The reason for reoperation is unknown and both devices remain implanted. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Attempts to obtain additional information were not successful. The device was not returned to manufacturer as it remains implanted. Without receipt of the device or additional event information no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.